Event description:
Hcp reports the pt presented with a neuroma formation. The pump was explanted in 2003 and returned to the manufacturer for analysis. A follow up report will be sent when additional info is obtained.